Manufacturer narrative:
The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd an occlusion alarm. The customer changed out the supplies and the alarm was cleared. The customer's did not know the blood glucose level at the time of the alarm, but it was 130 mg/dl the next day. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.